Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with a miniarc single-incision sling to treat the plaintiff to "repair" a "condition." It was alleged that the plaintiff "suffered debilitating injuries, erosion, hardening, chronic pain and worsening urination" resulting in "surgery." It was also alleged that the plaintiff has "mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain," "personal injuries," "suffering, severe emotional distress," and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.